Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-nov-19. It was confirmed that the pump was explanted on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [500 mcg/ml] at an unknown dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the system was completely explanted on (B)(6) 2017 (note this date is conflicting with device registration records that show it was removed on (B)(6) 2017) as there was an infection. The date of the event was asked but unknown. It was noted as an environmental/external/patient factor that may have led or contributed to the issue that the patient was picking at the pump incision at the right abdomen. No diagnostics/troubleshooting was performed. The explant was done as surgical intervention taken to resolve the issue. It was indicated that the device would not be returned as it was discarded. It was not replaced but would be replaced in the future. At the time of the report it was unknown if the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.